Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became unresponsive after the user took the device into water for approximately 15 minutes, resulting in a black screen and inability to power on. Symptoms included the absence of device display and the inability to operate the pump. Outcomes included replacement of the device, guidance to avoid routine water exposure, instruction that data would not transfer to the replacement, and continuation of cgm use via dexcom app or receiver. Investigation included user education, confirmation that the device was already shut down to prevent further alerts, verification of the shipping and return process, and retrieval of the device. Investigation of the returned device revealed damage consistent with liquid ingress, leading to a non-functional display and unresponsive device operation. It was concluded, based on previously established findings for similar reports, that the cause was environmental exposure to liquid consistent with use conditions outside recommended practice.